Manufacturer narrative:
Internal complaint reference: (B)(4). H10, h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of capture malfunction could not be reproduced. Product passed functional testing including capturing video stills and clips during 2 hour burn-in. Capture malfunction did not occur during 2 hour testing. All live video outputs (dvi, hd-sdi, etc...) Are normal. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The device has been in service for over 7 years, thus any malfunction presented at this point in time would not be related to the manufacture of the product. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure the camera control unit was not capturing image. The procedure was completed with a backup device and no delay or patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.